Manufacturer narrative:
Mo, b., sacks, s. & markar, j. Sage open medical case reports. 2025. Volume 13: 1-10. Intrathecal drug delivery systems: a case series advancing surgical, clinical, and technological safety with broader implications for invasive neuromodulation therapies. Doi: 10.1177/2050313x251338563. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Continuation of d10: product ID neu_unknown_cath, product type catheter product ID 8637, product type pump product ID neu_unknown_cath, product type catheter product ID 8637, product type pump product ID a810, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿intrathecal drug delivery systems: a case series advancing surgical, clinical, and technological safety with broader implications for invasive neuromodulation therapies.¿ among patients' adverse events/device performance issues included: 1. 1 patient developed neurological deterioration less than 2 years after the initiation of pump therapy. They presented to the office with a grade a spine injury impairment 1 month after a recent pump refill. A neurological examination revealed a complete loss of motor and sensory function from the t8 level downward and bowel/urinary incontinence. Prior assessments before their refill had not indicated any deviation from their baseline status. During the interval preceding their paraplegic presentation, they experienced multiple admissions for symptoms including progressive fatigue, lower extremity edema, and motor weakness, which were initially attributed to an exacerbation of their cardiopulmonary comorbidities. Despite the progressive nature of their lower extremity weakness, there was no documented investigation for potential pump-related complications. Magnetic resonance imaging (MRI) revealed right dorsal epidural fluid collection at t2 and thoracic cord edema at the t9¿t10 levels secondary to mass compression, raising suspicion for a catheter tip granuloma. Lumbar puncture for cerebrospinal fluid (csf) analysis demonstrated a predominantly inflammatory response. The patient and their family elected to transition to comfort care, and death was pronounced on hospital day 9. 2. 1 patient experienced wound erythema at both surgical sites 9 days after implant. The wound was managed conservatively, but two weeks later, they presented with septic shock, severe surgical site infection, and neurological signs consistent with acute bacterial meningitis, including photophobia, headache, and nuchal rigidity. On examination, significant wound erythema and induration were noted at the catheter and pump incision sites, along with tenderness and warmth in the lumbar and lumbosacral regions. The system was explanted, the wound was debrided/washed out, and intravenous vancomycin/ceftriaxone therapy was given. Intraoperative findings revealed copious purulent fluid at both the lumbar catheter insertion site and the adjacent device pocket with evidence of communication between the two sites via defects in the soft tissue layers. Intraoperative cerebrospinal fluid (csf) cultures also confirmed staphylococcus epidermidis as the pathogen. The patient remained hospitalized for 2 weeks but recovered without permanent neurological sequelae. 3. 1 patient experienced complications due to an internal clock network time protocol (ntp) server connection failure of the tablet-based clinician application, which erroneously calculated the refill date and caused acute opioid withdrawal and subsequent hospitalization. The patient initially had an anticipated refill date in march, but during a later reprogramming session, the system recalculated a new refill date ~1.5 months later in may, despite a 10% increase in dosing. Multiple rechecks confirmed these findings, and the patient was discharged with an anticipated refill date in april, 2 weeks prior to the low reservoir volume alarm date in may. In mid march, they were admitted with exacerbated lower back pain and symptoms of opioid withdrawal, in addition to elevated transaminase levels concerning hepatitis. The pump alarm had been activated for several days prior to their initial presentation; however, both the patient and their spouse misinterpreted the alarm as originating from a household appliance, thus failing to alert their surgeon promptly. The facility was unable to refill or reprogram the device, resulting in oral substitution. The patient fully recovered without any neurological sequelae and resumed therapy.